Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 09/23/2010, 09/24/2010, and 10/11/2010 by phone, fax, and mail. A completed questionnaire was received on (B)(4) 2010.

Event description:
A technician reported a pt with a hyperopic surprise following intraocular lens (iol) implant surgery. Limbal relaxing incisions were performed at the time of the iol implant. In a follow-up, the surgeon reported an iol piggyback procedure was performed in a secondary surgery. The event has now resolved.